Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, patient was admitted to the facility, where the surgeon performed spine fusion surgery involving rhbmp-2/acs on the lumbar region of her spine from vertebrae l5 to s1. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Post-op, patient reported "increasingly severe low back and left buttock pain".

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent following procedures: exposure to the l5-s1 retroperitoneal region performed; complete and radical anterior lumbar diskectomy, l5-s1; arthrodesis, l5-s1; insertion of spacer measuring 13 mm, l5-s1; insertion of bmp and grafton matrix, l5-s1; anterior lumbar instrumentation using plate, l5-51 and 20-mm screws; use of operating microscope; use of intraoperative spinal cord monitoring; use of intraoperative fluoroscopy. As per operative notes,¿ the endplates were decorticated. Bmp had been soaking for at least 45 minutes and a 13-mm trial sizer was felt to be appropriate height to be utilized for the spacer. The bmp was placed inside the spacer and under distraction the spacer filled with bmp was inserted. Bmp was also placed laterally as well as grafton matrix to the spacer.¿ no intra-operative complications were reported.